Event description:
A malfunction was reported on the pump by the caller. The customer's blood glucose level did not exceed 500 mg/dl (27.7 mmol/l), indicating there was no adverse impact. Technical support provided information on resetting the pump, assisted the caller with the reset, and ensured the caller was comfortable with completing cartridge placement. The malfunction code did not recur after resetting, so the customer was advised to continue using the pump and to call back if any issues reoccurred.